Manufacturer narrative:
Philips service cleaned the geo pc ram and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometry movement was partially unavailable due to a geo pc ram issue on a allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.